Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2010 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with an anterior/posterior repair, vaginal vault suspension, and enterocele repair due to sui and pop. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal prolapse and stress urinary incontinence. Concurrently, the patient underwent anterior/posterior repair with graft and vaginal vault suspension, repair of enterocele, transobturator mid urethral sling and cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04419. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that post insertion the patient experienced pain, infection, bleeding, vaginal scarring, organ perforation, urinary problems, bowel problems, and neuromuscular problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04419. The same patient is represented in each medwatch.